Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 22 mg/dl. The customer treated with juice and food. Customer's blood glucose value was 200 mg/dl at the time of the call. Customer reported that the low blood glucose levels began on (B)(6) 2017. Customer does not allege pump was under delivering. The product was not returned for analysis.